Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed unknown - sales rep was informed that the bag broke during the procedure. Patient status - unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional info received via email from sales rep on (B)(6) 2017 - "after speaking with the surgeon, the bag broke due to excessive pulling on her end. She admitted she should have extended the incision prior to extraction and she felt the bag stretching prior to the break. It was a higher bmi patient and the specimen was quite large. They extended the incision and redeployed a second bag which worked well. They threw the bag out so we don't have the product".